Event description:
The pacemaker involved in this MDR report was implanted on (B)(6) 2008. At the end of the implant procedure, inhibition of the unipolar pacing in both a & v channels was observed after the physician intentionally used an electric scalpel (electrocautery) on the pectoral muscle of the pt (the pacemaker was already in the pocket). Unipolar pacing in both chambers was restored spontaneously more than 30s later. This test was performed a second time, and the same behaviour was observed: this time, pacing restarted 50s later.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. Tests were carried out in our laboratory on a demo device with an electrocautery system. (B)(4). The reported inhibition of pacing following the use of an electric scalpel was not reproduced in the laboratory under the following set of conditions: use of an electric scalpel during the various phases of the automatic detection of implantation; repeated use of an electric scalpel in cycles of 10 seconds; 1 cycle corresponded to activation for 5 seconds and a pause for 5 seconds; tests with bipolar leads (this corresponds to the configuration of the implanted device). A lack of pacing was not observed during these tests. The observed device behavior is likely a result of inhibition of pacing caused by the oversensing of current originating from the scalpel utilized during the implantation, also taking into consideration the implantation conditions and other relevant equipment in the operating room. Even if this device behavior seems unexpected (a phenomenon which was never observed with the implantation of hundreds of symphony devices), the medical environment is conducive for interference, with potential effects on cardiac stimulators, as specified in the physician implant manual.